Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at quick release (qr) on 27-jun-2024. The infusion set was in use for one day. No further information available.